Event description:
The patient reported she had stopped using her stimulation. She reported not feeling well after the implant. She was unable to describe how she feels. The sjm representative explained she must consult her physician. Attempts to contact the patient regarding follow up with her physician have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.